Event description:
It was reported to philips that the heartstart xl+ defibrillator showed a cross symbol appearing. There was no patient involvement.

Manufacturer narrative:
(B)(4). Follow up report will be submitted once the investigation is complete.